Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling pain at the implant site and felt shocks. The patient stated they didn't know if it was the interstim device or not and was wondering if there was a way to check without a surgery. The patient stated they had not called their healthcare provider on the issue yet. The patient was redirected to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they weren't sure what caused the pain and shocking, but noted that the impedance was okay. The program was changed.